Event description:
It was reported that the user dropped the ilet pump while riding an atv, resulting in a cracked screen and subsequent device issues consistent with an energy storage system problem and premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem traced to the battery, with behavior consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.